Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. Customer's blood glucose (bg) level was 429 mg/dl. Customer will administer a correction bolus to address bg level, and confirmed that a backup method of insulin delivery was available for diabetes management.